Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented remotely via merlin.net. Review of the transmission revealed, that the atrial (ra) lead exhibited loss of capture. The patient then presented for an in-clinic follow-up. Upon review, it was noted, that the ra lead also exhibited phrenic nerve stimulation. X-ray imaging was performed. And revealed, a dislodgement of the ra and right ventricular (rv) leads. The ra lead was explanted. And the rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was dislodgement was not confirmed. As received, a complete lead was returned for analysis. Visual analysis noted the helix appeared to be stretched / bent. X-ray examination of the lead confirmed the helix was bent / stretched. The helix mechanism test was unable to be performed due to the helix bent / stretched as received consisted with procedural damage. Electrical testing was normal.